Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device with being connected to the otv-s400 which had been used in combination with the subject device when the reported phenomenon had occurred and found that the endoscopic image was not displayed. Also omsc checked that the endoscopic image was displayed while the ch-s400-xz-eb which was asset of omsc was connected to the otv-s400. Furthermore omsc checked that the endoscopic image was not displayed while the subject device was connected to the otv-s400 which was asset of omsc. The exterior of the subject device had no abnormality. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, the evaluation result and previous repair (replacing the imager), omsc concluded the reported phenomenon was attributed to the failure of the cable unit. Omsc surmised that the failure of the cable unit was caused by following. - the disconnection inside the cable due to temporary overstress being applied. - the failure of the internal circuit board of the cable unit due to overcurrent flows. - the accidental failure of the cable unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gynecology laparoscopic surgery, the color bar image was displayed several times, and the error code and the message which indicated the communication failure was displayed. The user did not remember the error code number. The user cycled the power, the issue was resolved, therefore the user completed the procedure with the subject device as it was. There was no report of patient injury associated with the event.